Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that the patient programmer (pp) screen indicated that the programmer was unable to find the device. There was a screen number 12 or 13. The patient removed the batteries from the pp for short time and reinserted the batteries, which resolved the issue. It was noted that the trial started 3 days prior to the report. No symptoms reported. The patient had turned the stimulation off today so that she could drive and then she tried to use the controller to turn the device back on but it just said searching. The pp now connected with the stimulator. It was also reported that on the day of the report the patient noticed that one of the wires coming out of me looks longer than it used to. The patient had just noticed this today. A healthcare provider (hcp) later reported no actions or interventions were taken to resolve the patient's wire coming out.